Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights - volista standop. As it was stated, the paint was flaking from the light. There was no injury reported however we decided to report the issue in abundance of caution as any paint particle falling into the sterile field might be a source of contamination.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. There is also correction of version or model # and catalog #, as there were incorrect numbers provided in the initial submission. The correction is based on additional information provided in customer product complaint record. #d4: previous version or model # ard568821911. Previous catalog # ard568821911. Correct version or model # ard268800200a. Correct catalog # ard268800200a.

Event description:
Manufacturer reference number: 273575.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights - volista standop. As it was stated, the paint was flaking from the surgical light. There was no injury reported however, we decided to report the issue in abundance of caution as any paint particle falling into the sterile field might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The light head fork shows signs of impact and the edge of the spring arm sleeve shows signs of corrosion. Indications were found that cleaning agent residues passed through the painted surfaces, leading to its degradation and leading to corrosion of metals by chemical reaction. The concentration of chemical products, the stagnation of residual agent on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (see user manual IFU (B)(4)), avoiding spraying, high concentrations, prolonged exposure to detergents / disinfectants solutions, and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To prevent any incident the user manual IFU (B)(4). 12 mentions to perform daily inspection in order to detect painting defects, impact marks or other damages. Maquet sas recommends performing corrective maintenance to rectify the fault after its detection. Minor paint chipping can be repaired with touch up paint; nevertheless, the parts impacted by serious damage must be replaced. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).